Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose (bg) was 141 mg/dl. During troubleshooting with tandem customer technical support (cts), the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged and declined follow up contact with cts, indicating that cts would be contacted if the issue persisted. The customer did not contact cts regarding the alleged issue.